Event description:
It was reported that the needle spinal s/su 27ga 3-1/2in whitacre experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: observe with deformity.

Manufacturer narrative:
H6: investigation: there was no sample available but 3 photos were provided to bd for evaluation. Although there were 3 photos, they were not clear in pointing out the reported issue. Therefore, bd cannot verify the reported issue was part of the manufacturing process. A review of the device history record was performed and no quality issues were found during production. A root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle spinal s/su 27ga 3-1/2in whitacre experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: observe with deformity.